Event description:
It was reported that the patient had a previous large anterior myocardial infarction (mi) that made it necessary to reposition the right ventricular (rv) pace/sense/defib lead several times at implant before finding a suitable location. On the fifth attempt, the fixation helix only came out one third of the way. At the seventh and final position the helix again only came out one third of the way. The physician then put an additional 25 turns on the helix and it came all of the way out. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.